Event description:
It was reported that there was an issue with the z-line, model vj0990. The z-line that fell apart before it was put on a patient. They do not have a lot number. That device was discarded at the facility.

Manufacturer narrative:
The device was discarded at the facility. Without the return of the product, it is not possible to determine if damages or defects exist on the product, nor can any manufacturing nonconformance, failure mode, root cause, or potential contributing factors be identified. No corrective actions will be taken at this time. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. Complaint histories for all reported events are reviewed against trending control limits, and any excursions above the control limits are assessed and documented as part of this monthly review.